Event description:
Sales rep (B)(4) reported on behalf of surgeon mr (B)(6) that during a mantis/avs tl case, the cage came loose from the straight inserter. The surgeon was reportedly performing posterior fusion of l5/s1, when he hammered, the cage wasn't on the end of the inserter and embedded itself into the pt.

Manufacturer narrative:
Additional info has been requested, and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.